Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported product issues with 10 adc devices. The customer reported the "last 3 of 3" sensors "failed", with the last unspecified failure occurring during a time that the customer was already experiencing high ketones and high blood glucose. The customer additionally reported that "last spring, 7 of 10 sensors failed" due to premature detachment and unspecified failure. Abbott diabetes care customer service attempted to contact customer for further details, but thus-far these attempts have been unsuccessful. There was no report of third-party intervention required due to these reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with 10 freestyle libre 2 sensors, all with unknown serial numbers. This report covers all 10 sensors. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported product issues with 10 adc devices. The customer reported the "last 3 of 3" sensors "failed", with the last unspecified failure occurring during a time that the customer was already experiencing high ketones and high blood glucose. The customer additionally reported that "last spring, 7 of 10 sensors failed" due to premature detachment and unspecified failure. Abbott diabetes care customer service attempted to contact customer for further details, but thus-far these attempts have been unsuccessful. There was no report of third-party intervention required due to these reported issues. Based on the information provided, there was no report of serious injury associated with this event.